Manufacturer narrative:
The intraocular lens was removed and replaced during the same procedure. (B)(4). Device evaluation: the device was returned to the manufacturer. Device inspection was performed and the lens was observed cut in two pieces, approximately half. Visual inspection at 10x microscope magnification was performed and residues of what appears to be ophthalmic viscoelastics (ovd) were observed on the lens pieces. Additionally, a detached haptic was observed. The reported haptic detached was verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no additional investigation requests were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. No additional information was provided to abbott medical optics.

Event description:
The haptic came off after the intraocular lens (iol) was inserted into the eye. The iol was cut and removed from the eye. Another iol was inserted. There was indication of an adverse effect, injury, or surgical intervention. However, no details were provided. No additional information was provided to abbott medical optics.